Event description:
Pt enrolled into the (B) (6) trial. Minor ischemic ipsilateral stroke reported. Mild left upper extremity weakness but CT scan showed no infarct or penumbra. Pt sent to rehab, not yet recovered. Please reference MDR 2183870-2010-00023 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.